Manufacturer narrative:
Common name & product code = pno, catheter, percutaneous, cutting/scoring. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unknown procedure, two unspecified enforcer 35 balloons ruptured. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation - evaluation. A review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), quality control, visual and functional inspection of the returned device was conducted during the investigation. Functional testing and visual inspection of the devices confirmed the customer¿s testimony that the balloons ruptured. However, one was found to be a pinhole rupture and the other one being a longitudinal rupture. Fluoroscopic images from the procedure were provided and reviewed by a physician who concluded there was no ¿potential anatomic or disease related cause for the balloon[s] to rupture below the designated burst rating.¿ there was also no evidence of any balloon ruptures from the images. The product labeling and instructions for use were reviewed. The documentation provides an accurate depiction of how to use the device along with illustrations describing the appropriate inflation pressure. There is no indication that the clinician inflated the balloons past the rated burst pressure or acted in a way that caused the balloons to burst. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The balloon catheter sub-assemblies were also reviewed. No nonconformances were noted for either lot. There have been four other complaints, on four devices with the same failure reported that contained one of the sub-assemblies. The supplied raw balloon material was accepted free of nonconformances. Based on the information provided and the examination of the returned product, investigation has concluded a cause for these events cannot be established; however, appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following additional information was received 30apr2019: it was originally reported the vessel involved was the superficial femoral artery (sfa) . Additional information further specifies it was the right sfa. Also, the procedure included stent implantation. The patient was a male born xx/xx/1948. Moreover, customer phone number was provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. During percutaneous transluminal angioplasty (pta )of a non calcified stenosis in the superior femoral artery (sfa,), two enforcer 35 balloons ruptured. A competitor's balloon device was initially used with residual stenosis still present afterward. The physician then attempted to use the first complaint device, but it ruptured before reaching nominal pressure (estimated pressure approximately 6 atmospheres [atm]). Subsequently, a second enforcer device was attempted which also ruptured once nominal pressure was reached (around 8-10atm). The patient's anatomy did not have any scarring, nor was it calcified or tortuous. Both cook devices ruptured longitudinally. The contrast and contrast to saline ratio was requested, but not provided. The procedure was completed using a non cook device, and the patient's overall outcome was good. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.